Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the rex roth valve is not switching fully. Associated malfunctions for this device: pilot valve leaking.